Event description:
Customer reported communication drop out on the panorama central station with telepack, which may have affected telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company rep could not duplicate the problem.